Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was outside of clinical use. A philips remote service engineer (rse) inspected the system remotely and confirmed the error message ¿anode error, tube rotor error¿. Customer worked with rse to find defective cooling tube in e-cabinet and no pressure on cooling system. A philips field service engineer (fse) inspected the system on-site and identified cooling unit cu3101 to be defective. Fse cleaned the r-cabinet due to oil in the drip tray, replaced the cooling unit cu3101 and vented the system to resolve the issue. After the repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system gave an error of ¿anode error, tube rotor error¿. There was no reported patient or user harm. A philips field service engineer (fse) replaced the cooling unit and returned the system to use in good working order. Philips has started an investigation of this complaint.